Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the customer experience of the device being jammed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to lead to death or serious deterioration in the state of health. Correction: device code.

Event description:
Type of procedure: lap. Cholecystectomy. Event description: translation we just had to use 3 clip pliers at an ok. 2 clip pliers did not fire the clips. They are refnr ca500 from the company applied. Both clip pliers have lotnr 1495839. Additional information received from applied medical representative via complaint form on 25jan24: it was not possible to load a new clip as the handle got stuck. After 1 clip the 2nd clip wasn't possible to introduce as the handle got stuck they got a 3rd clip applier in this case as the first 2 didn't properly load the clips. Additional information received from applied medical representative via complaint form on 25jan24: the trigger/handle got stuck after 1 clip from the first clip applier, and after 2 clips from the 2nd clip applier. Thankfully it worked properly the 3rd clip applier. A clip was introduced into the jaws, but as the handle got stuck the jaws were not able to close and it was also not possible to get the clip applier out of the patient, so they had to shake the clip out of the clip applier, to be able to remove the clip applier from the patient. Patient status: patient is ok. Intervention: they got a 3rd clip applier in this case as the first 2 didn't properly load the clips.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Type of procedure: ni. Event description: translation we just had to use 3 clip pliers at an ok. 2 clip pliers did not fire the clips. They are refnr ca500 from the company applied. Both clip pliers have lotnr 1495839. Patient status: no patient injury reported. Intervention: ni.